Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard femur, catalog 183008, lot unknown; vanguard tibial bearing, catalog 183441, lot unknown; unknown biomet 3 peg patella. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06801, 0001825034-2018-06803, 0001825034-2018-06805. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was noted to have cellulitis approximately nine months post right total knee arthroplasty. No additional information is available.